Event description:
Additional information was received that the patient was 'ok' and was receiving effective therapy with the adaptivestim function turned off. Complete reprogramming of the device was performed but there was no improvement. It was stated that the device would not be explanted.

Event description:
It was reported that the sensor program started randomly. The device parameters were as follows: 2 programs a1 used for the left leg and a2 used for the right leg. According to the patient, a2 would start randomly even if the patient would have set it to 0 volts. The a2 program would appear to start at 2.6 volts in an uncontrolled way when a1 worked just fine. Subsequent information received reported that the patient was doing fine and the status of the problem would be enquired about. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).